Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that a 9f delivery system was used. Please note that per the instructions for use, artmt600034288 revision c, the recommended size delivery system for use with a 10mm amplatzer septal occluder is an 6f. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant. During the procedure, it was noted that the device presented in a cobra deformation while being deployed. The device was removed and replaced with an occluder from another company. There was no interaction with any cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant. During the procedure, it was noted that the device presented in a cobra deformation while being deployed. The device was removed and replaced with an occluder from another company. There was no interaction with any cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.